Event description:
It was reported that the customer's pump screen was not functioning as it remained dark and would not turn on, accompanied by the pump emitting a beep and vibration once every three minutes. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer acknowledged instructions to use manual injections as a backup therapy and was guided on how to put the pump into storage mode. The problematic pump was to be returned using a pre-paid label within ten days.